Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had received anti-tachycardia pacing (atp) and multiple shocks for atrial fibrillation (af) with rapid ventricular response. Therapy was exhausted in the ventricular tachycardia (vt) zone. Atrial sense beats were noted to fall into cross chamber blanking causing the ventricular rate to be greater than the atrial rate. The patient was admitted to the hospital. Boston scientific technical services (ts) discussed reprogramming options. No adverse patient effects were reported.